Event description:
It was reported that one day prior to the report a patient had a revision for the 8th time. It was stated "the connection kept going bad." It was necessary to "tunnel under his skull because the suture had never healed." It was communicated that when the device was programmed the patient was "1/2 doped up." The patient was currently getting buzzing/stimulation in his left side, his left eye was "out of whack," he was "seeing double," and when he turned his head to the right he felt a numbing sensation on his left side. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v248458, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v280352, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that between 2009 and 2012 the patient had 8 surgeries regarding correcting the implantable neurostimulator (ins)/leads because the ¿lead to their brain kept getting infected.¿ it was noted that the patient revised the statement and said that ¿it was not an infection; it was the patient¿s immune system rejecting the wiring.¿ it was noted that the current implant had no problems.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the device was revised because the ¿connection between the patient¿s chest and his brain kept going bad.¿ the health care professional tunneled a hole underneath the patient¿s skull and put ¿that wire underneath there so it would not sit on top of his skull.¿ the problem was ¿where the suture was overlapping¿ and the incision "would never heal." Additional information reported the cause of the issue was not determined. The patient was treated with antibiotics, and the lead and extension were replaced. It was clarified that the lead and extension were not tunneled under the skull. The patient was currently doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).